Event description:
Event description cpi received information that this patients' thresholds had risen in two days since implant. A x-ray showed the lead had dislodged. The lead was repositioned, and is working fine.